Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient had pre-existing rbbb pre-procedurally. During the procedure, a pre-bav was performed using a non-abbott balloon and went into heart block as a result. The valve was successfully implanted at a depth of 3mm. On (B)(6) 2025, pacemaker was implanted. The physician stated that the onset heart block was due to the pre-dilation, and not device related. The patient remained hemodynamically stable throughout the procedure. The patient is stable.

Event description:
N/a

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the exact cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.